Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Wire was difficult to advance and retract once in the body. Device was tested to prior to procedure and issue was not present. Replacing the wire, fixed the issue but resumed after 10 applications. There was a prominent ridge structure in the lpvs that made it difficult and could have cause a bend or damage to the wire. The device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. Wire was difficult to advance and retract once in the body. Device was tested to prior to procedure and issue was not present. Replacing the wire, fixed the issue but resumed after 10 applications. There was a prominent ridge structure in the lpvs that made it difficult and could have cause a bend or damage to the wire. The device was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.